Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
Patient ID: (B)(6). It was reported that suture placement in the left common femoral vein was attempted with a perclose prostyle device using the pre-close technique via a 6f sheath prior to cryoablation procedure. Reportedly, the device was placed; however, bleed back was not initially seen. The device was advanced again and bleed back was noted and the foot was deployed. An attempt was made to deploy the suture; however, a cuff miss occurred and when pulling back, the suture was pulled out of the anatomy. Two additional perclose prostyle devices were used to complete the pre-close procedure. The sheath was upsized to larger than 8f and the two successfully placed sutures were used post procedure to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The cuff miss was confirmed. The product quality problem was not confirmed as it was based on case circumstances. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.